Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The sales rep reported that the siphon guard of the valve broke off and separated from the rest of the valve. As a result, the valve was revised.

Manufacturer narrative:
(B)(4). It has been noted that the product code is 82-3146 not 82-3182 as previously reported. Upon completion of the investigation, the valve was visually inspected and confirms that the silicone housing is torn. Marks were also noted on the siphon guard. It is possible that a sharp or pointed object has come into contact with the silicone housing, but this could not be determined. As noted in the IFU silicone has a very low cut / tear resistance. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.